Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vacuum assisted excision procedure, when the needle was placed in the breast, it started to take the first sample which gave allegedly an error regarding needle cutter not opening correctly, so user took the needle out the patient and detached and calibrated again, then went to reposition the needle in the breast, then the user saw the needle allegedly spun around in the breast really fast like a drill, followed by a few sparks were noticed. It was further reported that the foot was on pedal when the driver started drilling motion and they let go of the pedal and the driver continued to drill and then had to remove the driver/needle from the patient while it was still drilling. Furthermore, at that point the needle was removed from the breast and replaced the needle and the encore machine with another one. There was no patient injury.

Event description:
It was reported that during a vacuum assisted excision procedure, when the needle was placed in the breast, it started to take the first sample which gave allegedly an error regarding needle cutter not opening correctly, so user took the needle out the patient and detached and calibrated again, then went to reposition the needle in the breast, then the user saw the needle allegedly spun around in the breast really fast like a drill, followed by a few sparks were noticed. It was further reported that the foot was on pedal when the driver started drilling motion and they let go of the pedal and the driver continued to drill and then had to remove the driver/needle from the patient while it was still drilling. Furthermore, at that point the needle was removed from the breast and replaced the needle and the encore machine with another one. There was no patient injury.

Manufacturer narrative:
H10: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the encor driver was received for evaluation. The encor driver was visually inspected upon receipt and was found to be no damage and does not function properly. The device was functionally tested and failed the tests due to faulty motor 2 and failed to initialize identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the reported device error needle cutter / unintended movement issue and the investigation is determined to be confirmed for the identified failed to initialize issue. The root cause for reported device error needle cutter issue was determined to be faulty motor 2 identified during evaluation. The root cause for reported device unintended movement issue was determined to be faulty motor 2 identified during evaluation. The root cause for identified failed to initialize issue was determined to be faulty motor 2 identified during evaluation. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method, component). H11: d4 (unique identifier (UDI) #, medical device expiration date), h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.